Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer and alleging pulmonary fibrosis, interstitial lung disease, monoclonal gammopathy of undetermined significance (mgus), peripheral vascular disease with occlusion of right peroneal artery. There was no medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer and alleging pulmonary fibrosis, interstitial lung disease, monoclonal gammopathy of undetermined significance (mgus), peripheral vascular disease with occlusion of right peroneal artery. There was no medical intervention specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code grid. Evaluation results code grid. Conclusion code grid has been updated. Box g: 510k number has been updated. Box b: adverse event/product problem and outcomes attributed to ae has been updated.